Event description:
Abbott freestyle libre 3+ sensor was reading over 40 points low for 9 days before it failed giving a replace sensor alert requiring replacement. Abbott notified and refused to replace.